Event description:
Healthcare professional reported "patient's medicine was not dripping. I looked at the pump and it was "frozen" best way I can describe it. The screen was messed up and we could not do anything with the pump. We could not even turn it off." Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Manufacturer narrative:
Z800wf (B)(4) was received and was reported to have be frozen and unable to infuse. Pump issues were confirmed, and the pump was frozen and unable to be completely powered on. Pump battery and main board were replaced. These new components allowed the pump to be powered on successfully both on battery power and while plugged in. Issue confirmed and pump brought to spec.